Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 135 mg/dl. Customer stated that all of the buttons were unresponsive. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. It was explained that a filled circle means that insulin delivery has temporarily stopped. Customer is going to call her pharmacy to try to get manual injections and will contact her health care professional. No additional information provided.

Manufacturer narrative:
All of the buttons functioned properly. No damage on keypad traces noted during visual inspection. The lcd connector was inspected and no anomaly was noted. The device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.